Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer independently reset the pump to resolve the issue and resumed insulin deliveries, with no further action required from technical support.